Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The food and drug administration reported that, the customer had high blood glucose of over 500 mg/dl and customer went to emergency medical room. The customer also stated that, the insulin pump had no delivery alarm. Customer knew these problems but refuse to replace defective pumps with ones that work and are current. The device is not expected to be returned for analysis.